Event description:
It was reported that during a revision of out-of-service equipment, it only allowed using 12hz frequency and 1.2 power. It was noted that at lower power, it did not fire. It was also noted by the doctors that it proved very invasive to the patient mucosa. No further details were provided.

Event description:
It was reported that during a revision of out-of-service equipment, it only allowed using 12hz frequency and 1.2 power. It was noted that at lower power, it did not fire. It was also noted by the doctors that it proved very invasive to the patient's mucosa. No further details were provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The patient symptom is a known risk associated with this device type or procedure, and it is noted as such in the instructions for use.

Event description:
It was reported that during a revision of out-of-service equipment, it only allowed using 12hz frequency and 1.2 power. It was noted that at lower power, it did not fire. It was also noted by the doctors that it proved very invasive to the patient's mucosa. No further details were provided.

Manufacturer narrative:
Block g2 report source has been updated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the console was evaluated onsite by a field service engineer (fse). Upon carrying out internal inspection, the water reserve tank was found to be well below the recommended level; therefore, water and filters were changed. Because more than 90% of the presets do not work at low powers, the beam source was checked, and the front lens was found completely burnt out. The rear lens was detected with signs of burning, this makes it impossible to modify the power calibration tables. Since the voltage values are already very high, the state of the beam source is not suitable for further use. Finally, it was observed that the focus lens had also noticeable burn marks, so it also needed to be changed. In addition to the damaged parts of the equipment, it is highlighted that the institution's network is unstable, which also causes errors in low energies when these voltage drops occur in the network. A review of the device history record showed the laser console was installed on (B)(6) 2020. The system was last serviced on (B)(6) 2024. The auriga xl 4007 console was fully functional with no issues from that time until the reported event date of (B)(6) 2024. It was also noted that the patient's symptom is a known risk associated with this device type or procedure, and it is noted as such in the instructions for use. Without a returned product available for analysis and based on the console evaluation, a clear probable cause for the reported event cannot be established.